Event description:
I received a smith and nephew journey ii knee implant made out of titanium and oxinium on (B)(6) 2022. I have had a lot of swelling and pain in the last two years and walk with a limp. I believe that it is either loose, or I am allergic to the titanium in it. I could also be allergic to the negligible amount of titanium in it. I am a retail pharmacist and had to go on disability because I can no longer do my job. I have an allergy test showing sensitivity to nickel.